Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 300-400 mg/dl at the time of incident, and current blood glucose was 179 mg/dl. The customer had symptoms such as crying. The customer was treated with the manual injection. Troubleshooting was performed for high blood glucose. The customer reported that they had performed the high pressure test and the test was passed. The insulin pump will not be returned for analysis.